Event description:
It was reported that customer experienced concerns about pump battery life. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions taken by the customer or technical support, and no further outcome details were available.